Event description:
Device 2 of 2: reference MFR report: 3006705815-2018-02694. Follow up information received identified the patient's pain was mainly resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-02694. It was reported the patient experienced pain in both legs following the scs trial procedure. The patient's scs system stimulation was adjusted to a lower strength, but the issue did not resolved. Subsequently, the patient's scs trial leads were removed the next day. However, the patient's pain in the leg persisted. The physician prescribed medications for the issue. The patient stated the pain was getting better day by day.